Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient¿s pump was removed about four years ago because the patient got sick. No new pump was implanted. No further complications were reported or anticipated.